Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report (e2000003). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2000003 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The lens was returned. The lens is tilted in the lens case, pressed against posts. Both haptics are bent over posts. The anterior optic surface is scratched. The damage appears to have been caused by posts of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched. A backup lens was used to complete the procedure. Additional information was requested.